Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including testing to verify all critical dimensions are within specification. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 syringes 1ml ls sp120 were difficult to connect to the tsk needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "connectivity issue: bd's syringe (303172) and tsk's needle have poor connectivity. The user is estimating that this might be because the male luer of syringe is a bit long."